Event description:
Additional information was received that product analysis was completed on the handheld, flashcard and wand. During the analysis it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with 2 broken wire connections in the serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified. The flashcard and software performed according to specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. No visual or mechanical anomaly was identified with the wand. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications. The handheld issue was reported on medwatch # 1644487-2013-02263.

Event description:
It was initially reported that he physician¿s handheld was freezing. The programming system was interrogated but then they were unable to continue since the handheld was stuck on the interrogation screen. A hard reset was performed but then they could not get the programming system to work. The handheld, flashcard and wand were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. Good faith attempts for additional information have been unsuccessful to date.